Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the nurse saw the patient's heart rate in the 40's, which is below the device's programmed lower rate. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.